Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The cgm value was 220 mg/dl and the bg finger stick was 447 mg/dl. The patient had nausea and was vomiting so the parent called emergency medical services (ems) and paramedics transported the patient to the emergency room (ER). At the time of the event the patient also had high ketones. She was admitted to the hospital for 26 hours and given IV fluids and zofran. After discharge the bg reading was 160 mg/dl and the patient felt okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.